Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed healthcare professional from (B)(6) of peritonitis in a patient coincident with dianeal 2.5% ultrabag therapy. During a call, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with vancomycin (2gram (gm)/2 liters) and fortum (2gm/2 liters), (routes and frequencies not reported). Patient was recovering. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). On (B)(4) 2013, further information was received from a baxter employed healthcare professional. On an unreported date, the patient experienced cardiovascular disease. On an unreported date, the patient died due to cardiovascular disease. Treatment was not reported. Dianeal therapy was ongoing until the time of death. The cause of death was cardiovascular disease. It was not reported if an autopsy was performed. This event was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.